Manufacturer narrative:
The returned device was evaluated, the fluid path was inspected and no signs of leakage were observed. The leak test was performed, no leaks noted. No other defects or damages noted. Inspection of the device did not find any issues that would result in a failure to deliver insulin. The downloaded data shows no signs of a struggle or pulse width increase. No other defects or damages noted.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl, while wearing the pod between 24 and 36 hours on the arm. The patient noticed insulin leaking out during wear, the pod was removed and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.